Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was not reported. The same day as event onset, the patient presented to the emergency room and was subsequently hospitalized for the event. The patient was treated with unspecified antibiotics. Physioneal therapy was ongoing. At the time of this report the patient was reported as improved better and was recovering from this peritonitis event. No additional information is available.